Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that the surgeon attempted to convert the patient's left knee from a competitor uni construct to a mako press-fit tka, so that the surgeon could possibly cut the tibial augments. While cutting, the femur notched. Surgeon bailed to manual and went to a cemented construct with a stemmed ts femur, ps insert, and universal baseplate. Surgical delay was between 15 and 30 minutes while a tourniquet was in use. Rep reported that log and session files may be able to be obtained, but that no further information will be released.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako tka software was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: review of the case session files was not performed as case session data was not provided. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob358 was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob358 shows 3 similar complaints for tka software - inaccurate resection. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Event description:
It was reported that the surgeon attempted to convert the patient's left knee from a competitor uni construct to a mako press-fit tka, so that the surgeon could possibly cut the tibial augments. While cutting, the femur notched. Surgeon bailed to manual and went to a cemented construct with a stemmed ts femur, ps insert, and universal baseplate. Surgical delay was between 15 and 30 minutes while a tourniquet was in use. Rep reported that log and session files may be able to be obtained, but that no further information will be released.